Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The test strip lot manufacturer¿s expiration date is 05/30/2023. The product is stored according to specification; customer stated she had just purchased the test strips. During the call, a blood test was performed by the customer and produced e-3 error message using true metrix air meter. Customer had another vial of test strips, same lot number, that she opened during the call to perform another blood test. Blood test using the second vial of test strips of the same lot produced e-5 error message. At the time of the call the customer reported feeling shaky; medical attention was not needed at the time.

Manufacturer narrative:
Sections with additional information as of 11-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.